Manufacturer narrative:
The cycler was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).

Event description:
A report was received on 14 jan 2025 from the caregiver of a 68 year old male patient with a medical history including history of heart attack, multi vessel coronary artery disease, hypertension and end stage renal disease, who stated the patient lost blood (amount and source of blood loss not provided) and expired during a home hemodialysis treatment on (B)(6) 2025. Additional information was received on 20 jan 2025 from the home therapy nurse (htn) who stated emergency medical services (ems) were contacted, they arrived on scene and medical intervention was attempted (nos). No further details of the event were provided.